Manufacturer narrative:
The user facility returned two unidentified cutters without needle protection. Additionally, the customer returned three pack labels that could not be linked to the two returned cutters. Visual inspection of the two returned needles revealed the needles were bent, precluding functional testing; however, both samples were bench tested for air leakage with 23 psig (pounds-force per square inch gauge) static pressure to the cutter drive tubing. No air leakage was noted. During manual flexing of the tubing, it was noted that the damper holding the barb that connects the tubing began to move out of the assembly and became disconnected during testing. A root cause could not be established for the reported event. The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.

Event description:
Report 2 of 3: three separate reports from the same user facility were received from the USA stating: "cutters were functioning properly during the vitrectomy and after about a minute and a half it stopped totally. Had to get another backup cutter." On (B)(6) 2011 additional information from the reporter indicated the surgeon finished each case using a "different cutter." The exact dates of the procedures, lot numbers related to the case and information related to the "backup" cutter could not be determined according to the reporter. There was no serious injury or report of permanent impairment reported related to the event.